Manufacturer narrative:
The device was returned for evaluation. Visual inspection by the naked eye was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing was performed and no leaks were noted. Clear passage testing was also performed, and no issues were noted. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak from a transfer set which resulted in peritonitis. The leak was found during use. The cause of the leak was not reported. The nurse reported it was unknown if the leak was related to the transfer set or the pd catheter (non-baxter). The transfer set was replaced 10 days prior to the leak. The patient was not hospitalized for the event. The patient was treated with fortaz (no further details) for the peritonitis. The patient was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.